Manufacturer narrative:
This is an initial report. The customer's prod has been requested back for an investigation. A f/u report will be filed once investigation results are available.

Event description:
A customer reported a complaint of imprecise sequential readings on their freestyle flash meter. The customer obtained readings of 300 mg/dl, 285 mg/dl, and 38 mg/dl within a ten min timeframe. All readings were taken from the finger. When plotted on a parkes error grid the results fall in the 'c' zone, which shows the difference to be clinically significant. There was no report of death, serious injury or mistreatment.